Event description:
It was reported that the user experienced an occlusion alert while using the ilet, and then received an unable to proceed message during drop testing; after a pump restart and a successful dry run, the user performed a supply change of the infusion set and was able to reconnect, resolving the issue. The user experienced a blood glucose peak of 360mg/dl with no adverse clinical symptoms reported. Outcomes included no health consequences or impact, and the user reported no symptoms. User support included agent-guided troubleshooting and education, including pump restart, dry run, and infusion set and supply change. Investigation of this case revealed an occlusion that resolved only after the supply change of the infusion set. It was concluded, based on previously established findings for similar reports, that the cause was device occlusion related to the infusion set, corrected by replacing supplies.

Manufacturer narrative:
This supplemental report is being submitted to correct the previously submitted annex e clinical symptom coding.